Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Hmsc reported episodes showing atrial oversensing. All lead trends appear stable. Advised to evaluate lead further. Lead currently remains implanted. Should additional information be received, this file will be updated.